Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). The dealer states that the patient alleges she uses her arms to get in and out of the chair and that's how the arm broke.